Event description:
It is reported that a customer experienced low blood glucose of 40 mg/dl. The customer was informed that there could be many reasons for low blood glucose. Assistance was provided to the customer with trouble shooting and found that the cannula was damaged. The customer will be sent a new sensor. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specification with accurate readings. Found a bent cannula, but unable to confirm that the customer received the sensor in said condition as the product was returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.